Manufacturer narrative:
After inserting a battery, unit received with failed battery test due to moisture damage internal battery connector and pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery alarm due to the failed battery test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had low battery alert for less than 1 week. No harm was required during medical intervention. The insulin pump will be returned for analysis.